Manufacturer narrative:
Concomitant medical products: 4296 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was not collecting trending data due to the data having been corrupted by an unknown event. The right ventricular (rv) lead was also reported to be exhibiting t-wave oversensing (twos). The patient is to be evaluated at their next routine follow up. The device and lead remain in use. No patient complications have been reported as a result of this event.